Manufacturer narrative:
No sample has been returned for evaluation for the report of tip did not seem as sharp as usual therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that knife tips do not seem as sharp as usual. Procedure details, patient involvement or patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed that the knives did not seem as sharp during cataract surgery. There was no procedure delay or patient impact experienced. No further information is available.